Manufacturer narrative:
The investigation for the reported purge leak issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the purge leak was most likely sidearm reservoir damage. This report is being filed as part of a retrospective review of historical records

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the pump had a purge leak. The impella cp device was explanted and replaced with an impella 5.5.